Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: continuous air in line alarm, unable to resolve. Took tubing out of pump, visually inspected for air. Reprimed tubing (detached from patient). Noticed that air was being drawn into the line from somewhere. Took tubing out of the pump. Tubing severed/disconnected at the white connector where tubing is connected to pump. This is where air was entering the line from. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, risk for infection / introduction of contaminants, under dosing of ordered medication / fluids, other. Other patient impact severed/disconnection in line meant that air was being drawn into the line from the break in tubing. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management), other. Other actions taken removed tubing and reprimed after realizing that the tubing was severed at the white connection port. Medication / fluid fentanyl.